Event description:
The customer reported a motor error alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. Device was monitored. No blank display anomaly noted. No damage noted to electronic during visual inspection.